Event description:
It was reported that during an in-service performed by a getinge sales service representative with the customer, when the cardiosave intra-aortic balloon pump (iabp) was powered on, the iabp had a fiber optic module failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm replaced the fiber optic assembly and additionally replaced the handle and IV pole due to cosmetic damage. The stm replaced non-radio translucent ECG leads with radio translucent ECG leads. Unit passes all test and calibrations to manufacturer standards and the system rental checkout completed. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during an in-service performed by a getinge sales service representative with the customer, when the cardiosave intra-aortic balloon pump (iabp) was powered on, the iabp had a fiber optic module failure. There was no patient involvement, and no adverse event reported.